Event description:
It was reported that there was air bubbles in the reservoir of the insulin pump. Customer's blood glucose was 449 mg/dl. Troubleshooting was done. The customer was advised to change the infusion set. Customer declined to do troubleshooting for high blood glucose due to she was avoiding changing the infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.